Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he has been experiencing skin irritation that the pt attributes to the sensor's adhesive. Skin irritation on the site insertion starts with an itch, turns red then starts bleeding and oozing pus. Pt is unable to wear the sensor for a period longer than 3-4 days. Pt has consulted with his physician and was administered a steroid shot as well as prescribed a cream to use on the insertion site. At the time of his call to dexcom technical support, pt was still healing from the reactions with the help of the prescribed cream.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.